Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, on (B)(6) 2012, it was confirmed that black fungus was located in the lumen of the securi-t tube. The tube was regularly flushed and washed with diluted acetic acid at the facility. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported event of black fungus confirmed in the lumen of the tube. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.